Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The pace/defib (pd) engine board was recommended to be replaced as a precaution. The customer declined the recommended repair of the device. The device was returned to the customer labelled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.